Event description:
Following pulse field ablation (pfa) procedure performed with a farawave catheter, the patient was found to have a pericardial effusion. The baseline echocardiogram showed no evidence of effusion prior to the procedure. During post-pfa intracardiac echocardiography, an effusion was identified. The patient remained asymptomatic. A pericardiocentesis was performed. The last known patient status was stable; they were sent to recovery. No additional information has been made available. Medwatch report # mw5187097.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.